Event description:
Information was received from a consumer regarding a patient receiving morphine drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that last week their husband was playing with the handset and was pushing buttons and since then, the patient has not been able to connect to the pump to bolus. The agent had the patient confirm bluetooth and location were on and had the patient toggle off wifi and mobile data and restart the handset. While the patient was resetting the handset the call was disconnected. The patient called back clarifying they're unable to bolus because the screen says ¿connect¿ and would not progress. The patient stated their husband went into the handset and turned on every single button that he could find. The agent did not obtain handset serial number due to patient's difficulties navigating handset and answering questions. The patient stated they cannot read with their glasses on. When the patient was going to hold the communicator over the pump, the patient stated ¿I have to dig into my clothing.¿ the patient denied equipment being wet/dropped. The agent assisted the patient in navigating out of patient manuals and opened my ptm app. The agent assisted the patient in clearing service code 156 (application restarting due to system error) but the screen would not progress. The patient mentioned the communicator would time out and mentioned ¿once this thing hits 5 minutes, it shuts down automatically and won't let me have anything for 3 hours, even if I don't get a shot (bolus), it will lock me out for 3 hours.¿ the patient was unable to close app despite the agent's multiple attempts at instruction, but was able to navigate to handset settings to clear data. The agent was unable to resolve and when inquired about falls/trauma, the patient stated they have had quite a bit. The patient stated about 7-8 times they've fallen backwards onto the pump, and they have a great big lump on their back that's been there for like 3 weeks. The patient also stated they went through the glass mirror and still have the battle scars from that. The patient stated if they don't fall 4 times a week, then it's 6 times a week. The patient stated they think something inside them is not working or is disconnected because of these falls. The patient stated the lump is near their pump and it was just now going away but the black and blue bruising is still there. The patient was redirected to the healthcare provider to discuss concerns.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.